Manufacturer narrative:
H.6. Investigation summary: one used sample was received by our quality team for evaluation. The sample was subjected to visual inspection and catheter adapter leak testing. A damaged valve (rupture) and fiber-like foreign matter were observed through the injection port of the returned sample; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. For the damaged valve incident, the manufacturing process was reviewed. There is an online, 100% inspection on leakage of valve after the valve insertion station and a damaged valve that can cause leakage would be rejected. There is no possibility of contact with the valve after the valve insertion station; therefore, the reported defect could have happened out of the manufacturing plant. As the damage portion of the valve is only at the port opening area, the probable root cause of the damaged valve could be due to pressure built up during use and eventually it would have burst at the injection port opening area. The built-up pressure could be due to the catheter being occluded during use. However, as it is unclear how the product has been used, the root cause cannot be determined. For the foreign matter, the laboratory test results concluded that it matches that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton and similar materials are also composed of cellulose. The manufacturing process has been reviewed and there is no possibility of assembling the injection valve with the fiber like foreign matter. The foreign matter could be coming from cotton used by customer to stop leakage from the injection port. As the foreign matter observed is not the reported issue of this complaint and the returned sample has been used, it is unclear where the foreign matter could be coming from. Therefore, the root cause cannot be established for the foreign matter as well. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter with injection valve has been found experiencing leakage during use. The following has been provided by the initial reporter: 22g cannula inserted in radiology. Infusing omnipaque 300 at 2/3mls per second. Contrast came through the top port. Top port had not been access previously. Complaint 1 of 3.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter with injection valve has been found experiencing leakage during use. The following has been provided by the initial reporter: 22g cannula inserted in radiology. Infusing omnipaque 300 at 2/3mls per second. Contrast came through the top port. Top port had not been access previously. Complaint 1 of 3.